Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating, and has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was overheating, and it was noted that the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.